Event description:
It was reported to philips that while booting, the system gave an alert indicating a button was active at start up, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the geometry error during the system bootup. Upon troubleshooting actions, the fse identified that the joystick on the geo module was being pressed at power on. The fse restarted the system multiple times to resolve the issue. After multiple restarts, the system was returned to use in good working order.